Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the computer for the navigation system was replaced to resolve the reported issue. The suspect computer has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while in a cranial resection, the application software was progressing slowly between tasks. It was reported that it would take between 5-10 minutes for the tasks to load. The navigation system became unresponsive when attempting to enter the administrative sections of the software. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. Medtronic personnel could not duplicate reported issue. The computer booted normally to the application screen. The cranial program and exams loaded without issue. No unresponsiveness was observed during testing. The memtest86 had no errors. However, the seatools long test showed 3 bad blocks. The hardware investigation suspects that the reported issue may have been caused by bad blocks. Computer failure mode with a hard drive malfunction. This issue was documented in a medtronic navigation hardware anomaly tracking database. The logs from the returned computer were reviewed but provided no additional insight regarding the cause of the reported complaint. Software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided no further issues have been reported. System fully functional.